Event description:
A report was received that a patient was in the hospital with an infection. The patient's trial lead was removed.

Manufacturer narrative:
The explanted device will not be evaluated, as it was discarded by the medical facility.